Event description:
It was rteported that revision surgery was performed due to "column shortening"; osteolysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed due to possible device loosening and orientation changes.